Event description:
It was reported that patient presented prior to procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.